Event description:
Pt was receiving sodium chloride 0.9% with 20meq k+per at a rate of 125ml/hr. Nurse noticed the pump alarming and entered the pt's room to find the pump with a low battery indicator, not plugged in to the power supply, running at a rate of 999 ml/hr. Nurse reported stopping the fluids immediately due to k=+ content. Pt stated that this had not gone on long, as the pump had just started beeping and the infusion rate increased at the same time. Nurse stated that the infusion site was not red or tender. Pt reported burning and pain at the infusion site, which resolved when fluids were stopped. FDA safety report ID# (B)(4).